Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD). Programming interventions were made. The were no patient symptoms reported.

Manufacturer narrative:
Correction: h6 - health effect - impact code.